Event description:
The user facility reported to terumo cardiovascular systems corporation that, during cardiopulmonary bypass, a white substance was observed on the surface of the oxygenator but the device was not changed out. At the end of the case, the oxygenator was rinsed and dried and a residue remained on the membrane of the device. No known impact or consequences to patient. The product was not changed out. The procedure was completed successfully without delay.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on 06/02/2015. In follow-up communication with the user facility, it was noted that the user facility would not return the actual device perfusion record for investigation. Therefore, the investigation was limited to a review of thrombus-like or oily substance on the outside of the filter located inside the oxygenerator module. The device history record of the involved product was reviewed and no anomalies were found. From follow-up communication with the user facility, the cause of the event is likely physiological and/or related to an anticoagulation phenomenon. However, without the device being returned for investigation, no profusion report provided, and no information regarding pt co-morbidities, the root cause cannot be determined.